Event description:
It was reported that during a surgical procedure the bur broke off in drill during use. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that the router broke due to issues with the associated attachment (B)(6). The main housing and rotor in the associated handpiece was worn resulting in the rotor bearings not supporting the rotor effectively causing the housing to wear. As the router notch is directly connected to the rotor the rotational imbalance that the rotor was encountering would be transferred to the router and would cause an increase in stress fluctuation at the notch connection and cause the router to break.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure the bur broke off in drill during use. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.